Manufacturer narrative:
Investigation summary: four photos of a 32g x 6mm pen needle sample were returned from lot. No. 7299679, cat. No. 320738. Visual examination of the returned photos was carried out and it was observed that the cannula was detached from the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the root cause of this issue is due to the misplacement of the adhesive nozzle on the assembly line.

Event description:
It was reported that bd micro fine plus ¿ pen injector needle had a broken needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus ¿ pen injector needle had a broken needle. No serious injury or medical intervention was reported.